Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during replacement of the new cartridge/cryosolutions 1pk cartridge (33518), gas started shooting out of the holes at the base of the handpiece, completely draining the new cartridge within a few seconds. It was confirmed that the o-ring was still in place. It was reported that the device was going to be used on an animal patient. No injury, death, or surgical delay was reported.

Manufacturer narrative:
The 1pk cryosolutions cartridge (33518) was not returned for evaluation after three good faith effort (gfe) attempts were made. Lot number information has been provided; device history records (DHR) was reviewed, and no anomalies related to the reported issue were identified. The root cause of the reported issue could not be determined. The images provided by the customer did not adequately show the reported issue. A probable root cause of gas spraying out of the base may be the result of a worn o-ring or incomplete installation of the cartridge. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.